Event description:
Surgeon removed fractured implant due to pain.

Manufacturer narrative:
Conclusions: fracture occurred in a rapid, brittle, bending mode. There were no indications of defects in the component. Stem fractures are known to occur surgically upon seating impact as a result of incomplete broaching of the medullary canal.